Event description:
A patient underwent lead and generator replacement surgery due to high impedance. Preoperative diagnostics indicated high lead impedance, which was reportedly present for several weeks prior to surgery. A company representative indicated that when the surgeon pulled softly on the lead during surgery, the entire lead was easily removed. A noticeable fracture was observed at the electrode bifurcation of the lead. The explanted lead and generator were discarded by the hospital, so analysis on the explanted devices could not be performed by the manufacturer. No additional relevant information has been received to date.